Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Full lead was returned and analyzed and the distal conductor was distorted.

Event description:
It was reported that during the implant procedure when trying to place the lead through the valve of the guiding catheter; it appeared the bend in the lead was abnormal. "Like it was a sharp break". The device was not implanted. No patient complications have been reported as a result of this event.